Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 07/02/2015. Device evaluation: the device has been returned and evaluated by product analysis on 06/16/2015 with the following findings: the last basal delivery and the last bolus delivery were on 04/27/2015 20:16. On 04/27/2015 at 20:16 an unexplained pump reboot occurred; deliveries never resumed. There were no errors, alarms or warnings during the 24hr duration testing. The daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within required range and delivering accurately. A 10u audio and 10u normal bolus were successfully completed and both were accurately recorded in the pump history. The pumps bolus history was found to be recording properly. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose (bg) of 600 mg/dl without symptoms associated with an inaccurate delivery issue. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was revealed that the basal totals matched the patient¿s programmed settings and that all were recorded as programmed. It was also determined that multiple boluses were missing from the pump history. This complaint is being reported because the patient allegedly experienced hyperglycemia because of an inaccurate delivery issue.